Event description:
Additional information was received that the patient¿s device was explanted on (B)(6) 2012. The patient underwent re-implant on (B)(6) 2013.

Event description:
Information was received reporting that a vns patient would be having her vns generator put back in. Clinic notes were received for review. Review of clinic notes indicated that the patient was seen on (B)(6) 2012 for postoperative evaluation. It was reported that she now presents with a three week history of exposed wires. She has had constant handling and scratching of the wound site, exposing the electrode wire. There is evidence of the generator visualized. Her brother reported that there has been mild drainage, clear in color. She has no fever. There is visualization in the left chest area of the electrode, for that reason, the patient was scheduled for surgery for exploration, revision, and replacement of the exposed vagal nerve stimulator, generator, and electrode. The patient was given a prescription for antibiotics to start. Based on the information that the patient is going to have their generator put back in it is likely that it was not replaced at the time of their explant surgery. Explant date is unknown at this time. Thus far no further information has been attained.

Event description:
An implant card was received which confirmed that both the lead and generator were implanted on (B)(6) 2013, indicating both lead and generator had been previously explanted.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and the lead prior to distribution.

Event description:
Additional information was received that the patient would be having a surgical consult for reimplant on (B)(6) 2013. Surgery is likely to occur in (B)(6). The patient's preoperative visit is scheduled for (B)(6) 2013.

Event description:
Our consultant attended a patient visit. It is unknown if cultures were taken. No medication changes or diet changes preceded the onset of the event. The patient is on antibiotics, no signs of an infection are present. The header of the generator is extruding (so the lead is extruding too) only at the generator site. Therefore the is currently a generator implanted. Plan is a full revision with subcapsular placement. At this time no surgery is scheduled.